Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was observed that inappropriate auto mode switching episodes due to electromagnetic interference were observed on a pacer dependent device. It led to pacing inhibition. Patient was stable at all times.